Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the current product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Associated mfrs: 0002648920 - 2018 - 00482.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Approximately five years later, the patient was revised for pain and dislocation.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00591.